Event description:
The customer contact reported breakage of the distal male adapter of the tubing set into a 2 way stop cock. An unspecified hospira tubing set was being used to deliver an unspecified medication. The customer contact reported that when disconnecting the tubing set from the 3 way stopcock, the male adapter broke off in the 3 way stopcock. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No med intervention were reported. No add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. The list number and lot number of the device that was in use is unk. The customer contact did not provide any info about the device list number; therefore, the brand name and common device name are unk. Documentation rec'd from the international contact indicates that info on reprocessing of the device was requested; however, the ino was not obtained. This report represents all the info known by the reporter upon query by hospira personnel.